Manufacturer narrative:
Initial MDR 2517506-2020-00342 was filed 19-nov-2020. Correction (24-nov-2020): date siemens healthcare notified is 03-nov-2020. Shown as 04-nov-2020 in initial MDR (date received by manufacturer - section g3).

Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed phenytoin (ptn) result. Hsc has reviewed the information provided by the customer and the instrument data. Calibration was within conformance. Troubleshooting and service method testing was completed to verify the instrument hardware. All tests recovered within conformance. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. The customer and instrument are fully operational. A potential product issue has not been identified. The cause of the event in is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed phenytoin (ptn) result was obtained on a patient sample on a dimension vista 500 system. The discordant result was reported to the physician(s) and was questioned. The same sample was reprocessed on the same instrument the next day, and higher results were obtained and reported. A corrected report was issued. There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely depressed phenytoin result.